Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculation recommended by the pump was inaccurate. Review of the bolus history and profile settings verified that the delivered bolus was accurate on the date of the reported event, however, the customer maintained that the displayed calculation was incorrect and different from the bolus that was recorded by the pump. Blood glucose level was 138 mg/dl. Although requested, the customer declined to upload the pump data logs.